Event description:
User claims large variation in results. Meter gave a result of 360 mg/dl and laboratory was 274 mg/dl. User went to clinic for aid.

Manufacturer narrative:
(B)(4). Device not returned.